Manufacturer narrative:
Device history record review could not be performed. No DHR available for reported manufacture lot lf309010x0706. Machine l10 was down on (B)(4) 2013 for "easter down" according to the hour by hour archive for l10. No product was produced for this lot.. A visual inspection of 6 companion samples was conducted on (B)(4) 2013. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that her tampon elongated upon removal and tampon pieces remained inside of her. She stated the event occurred on four separate occasions. She was able to remove the remaining pieces.